Event description:
It was reported "last two weeks when I requested a mw-122 and a mw-522 needle, the package of mw-122 needle contains a needle of mw-522."

Manufacturer narrative:
"No lot number was provided, as such a DHR review could not be performed for a specific lot, however, a retention sample-based review was performed for the first half of the year of 2007; no evidence of product mixture were found for catalog numbers mw-122 and mw-522." The above statement was made on a wang needle investigation report dated 2-29-2008.